Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a leak resulting from a damaged cannula. Investigation found a hole in the unexposed portion of the soft cannula. Fluid diverted through the hole during fluid path testing, failing to pass through the distal tip. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 21.5 mmol/l (387 mg/dl) while wearing the pod between 4 and 24 hours on the leg. To treat the patient's elevated bg levels, a new pod was applied and a manual injection of insulin was administered.